Manufacturer narrative:
Product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was instructed to follow up with any more concerns. The rep reported that the physician¿s assistant had not heard anything from the patient since their meeting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a burning sensation at the ins site. It was reported that it did not matter what length of time the patient was charging. The burning sensation lasted 3-7 days after charging. It was noted the patient was thin and the outline of the device was felt fine. The patient also used a heating pad while charging. A thermometer icon was seen on the recharger when using the heating pad at the same time. The rep was charging with the patient for 1.5 hours and no burning sensation, pocket heating, or thermometer icon was reported. Impedances were within normal ranges at 664-827 ohms and 664-904 ohms. No further complications were reported.